Event description:
As reported, during a bilateral salpingo oophorectomy (bso) procedure, the hydro-surg irrigator became hot and started smoking. It was reported that device had smell of electrical burning. As reported a new one was opened to complete the case. There was no patient harm or injury.

Manufacturer narrative:
As reported, hydro-surg was getting hot and smoking, smell of electrical burning. Evaluation of the returned device identifies the ingress of saline fluid beyond the lip seal of the motor mount and into the unit. Condition resulted in a thermal event (short circuit) on the circuit board because of fluid leaking into the housing while in use. Based on the evaluation and the condition of the device, the root cause is identified as manufacturing related. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january, 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.